Event description:
This suturing device is for bladder suspension. When the surgeon had positioned the device into the vagina, he activated the device to "seat" the cone shaped anchor into the pelvis. At this point the suture that is attached fell away from the anchor. The suture and the anchor were removed and another device was opened and the procedure was completed. The anchor that failed was never implanted into the patient. It failed before implantation.